Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Customer quality investigation: the compliant device was not received for investigation. The following investigation is based on the image(s) provided by the sales consultant. The image(s) was reviewed, and the complaint condition could not be confirmed for pain. Since the device was not returned, dimensional, material and drawing reviews are not applicable. A definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional procodes: hrs. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent removal of one (1) titanium distal femur plate and eleven (11) unknown screws due to thigh pain. There was no surgical delay. All devices were successfully removed. Patient outcome was unknown. This complaint involves twelve (12) devices. This report is for one (1) ti distal femur liss plate 13 holes/316mm-right. This is report 1 of 12 for (B)(4). This report is linked to (B)(4).